Event description:
When the doctor tries to shape this wire, the outer coating breaks. We have had several wires over the last three months where this has happened. We have to open a new wire almost all the time. We don't know if there have been other complaints noted. Staff are wondering if there are bad lot numbers. The manufacturer was contacted and said they were investigating the problem for possible causes. Manufacturer response for amplatx extra stiff wire guide, (brand not provided) (per site reporter): in february we received the following letter from cook medical: thank you for taking the time to provide feedback on your experience with this cook medical product. We appreciate you bringing this matter to our attention. An investigation will be conducted to determine possible causes for this occurrence you reported. The appropriate departments will review the results of the investigation. If required, we will take appropriate action to prevent further occurrences of this nature. We will also monitor this product for any similar reports. Credit has been issued to your account. We may contact you for additional information to help our investigation. We will also assess the information you provide for any required regulatory reporting. If required the appropriate regulatory agency may also contact you for information. Cook medical views product complaints very seriously. Any information reported helps us provide quality products. If you have any questions, or if you would like to receive the results of the investigation, please contact you local cook sales representative or the cook medical customer relations department. Manufacturer response for amplatz extra stiff wire guide, amplatz extra stiff wire guide (per site reporter): in february we received the following letter from cook medical: thank you for taking the time to provide feedback on your experience with this cook medical product. We appreciate you bringing this matter to our attention. An investigation will be conducted to determine possible causes for this occurrence you reported. The appropriate departments will review the results of the investigation. If required, we will take appropriate action to prevent further occurrences of this nature. We will also monitor this product for any similar reports. Credit has been issued to your account. We may contact you for additional information to help our investigation. We will also assess the information you provide for any required regulatory reporting. If required the appropriate regulatory agency may also contact you for information. Cook medical views product complaints very seriously. Any information reported helps us provide quality products. If you have any questions, or if you would like to receive the results of the investigation, please contact you local cook sales representative or the cook medical customer relations department. Manufacturer response for amplatz extra stiff wire, amplatz extra stiff wire guide (per site reporter): in february we received the following letter from cook medical: thank you for taking the time to provide feedback on your experience with this cook medical product. We appreciate you bringing this matter to our attention. An investigation will be conducted to determine possible causes for this occurrence you reported. The appropriate departments will review the results of the investigation. If required, we will take appropriate action to prevent further occurrences of this nature. We will also monitor this product for any similar reports. Credit has been issued to your account. We may contact you for additional information to help our investigation. We will also assess the information you provide for any required regulatory reporting. If required the appropriate regulatory agency may also contact you for information. Cook medical views product complaints very seriously. Any information reported helps us provide quality products. If you have any questions, or if you would like to receive the results of the investigation, please contact you local cook sales representative or the cook medical customer relations department.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: wire, guide, catheter.

Event description:
When the doctor tries to shape this wire, the outer coating breaks. We have had several wires over the last three months where this has happened. We have to open a new wire almost all the time. We don't know if there have been other complaints noted. Staff are wondering if there are bad lot numbers. The manufacturer was contacted and said they were investigating the problem for possible causes. Manufacturer response for amplatx extra stiff wire guide, (brand not provided) (per site reporter): in february we received the following letter from cook medical: thank you for taking the time to provide feedback on your experience with this cook medical product. We appreciate you bringing this matter to our attention. An investigation will be conducted to determine possible causes for this occurrence you reported. The appropriate departments will review the results of the investigation. If required, we will take appropriate action to prevent further occurrences of this nature. We will also monitor this product for any similar reports. Credit has been issued to your account. We may contact you for additional information to help our investigation. We will also assess the information you provide for any required regulatory reporting. If required the appropriate regulatory agency may also contact you for information. Cook medical views product complaints very seriously. Any information reported helps us provide quality products. If you have any questions, or if you would like to receive the results of the investigation, please contact you local cook sales representative or the cook medical customer relations department. Manufacturer response for amplatz extra stiff wire guide, amplatz extra stiff wire guide (per site reporter): in february we received the following letter from cook medical: thank you for taking the time to provide feedback on your experience with this cook medical product. We appreciate you bringing this matter to our attention. An investigation will be conducted to determine possible causes for this occurrence you reported. The appropriate departments will review the results of the investigation. If required, we will take appropriate action to prevent further occurrences of this nature. We will also monitor this product for any similar reports. Credit has been issued to your account. We may contact you for additional information to help our investigation. We will also assess the information you provide for any required regulatory reporting. If required the appropriate regulatory agency may also contact you for information. Cook medical views product complaints very seriously. Any information reported helps us provide quality products. If you have any questions, or if you would like to receive the results of the investigation, please contact you local cook sales representative or the cook medical customer relations department. Manufacturer response for amplatz extra stiff wire, amplatz extra stiff wire guide (per site reporter): in february we received the following letter from cook medical: thank you for taking the time to provide feedback on your experience with this cook medical product. We appreciate you bringing this matter to our attention. An investigation will be conducted to determine possible causes for this occurrence you reported. The appropriate departments will review the results of the investigation. If required, we will take appropriate action to prevent further occurrences of this nature. We will also monitor this product for any similar reports. Credit has been issued to your account. We may contact you for additional information to help our investigation. We will also assess the information you provide for any required regulatory reporting. If required the appropriate regulatory agency may also contact you for information. Cook medical views product complaints very seriously. Any information reported helps us provide quality products. If you have any questions, or if you would like to receive the results of the investigation, please contact you local cook sales representative or the cook medical customer relations department.